Event description:
According to the reporter, during an open hepatectomy procedure, the clip applier experienced an issue with the loading or firing of the clips. A new clip applier was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially fired with thirteen clips remaining in the channel. There was a clip loaded in the jaw. The distal end of the channel cover was intact. The jaws appear to be co-planar. Functional testing found that the instrument was first test fired once in air so that the clip formation could be observed. The remaining clips were fired properly on test media with proper formation. The instrument was binding. The ratchet system was not functioning properly. The instrument was disassembled to reveal damage to the ratchet system. It was reported that the clips not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releas ing the handles after completing a handle compression. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the device contains a ratchet mechanism to ensure that a clip is not allowed to release until a full handle squeeze is applied. Ensure that the handles are squeezed together firmly as far as they will go. Failure to squeeze then handles completely can result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.